Event description:
It was reported that patient enrolled in a clinical elbow study underwent a left total elbow arthroplasty on an unknown date. Subsequently, patient was revised (B)(6) 2007 due to attenuated triceps; on (B)(6) 2007 due to infection where antibiotic beads were placed; and on (B)(6) 2007 with removal of antibiotic beads due to deep infection.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿